Manufacturer narrative:
(B)(4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent numerous tooth extractions on an unknown date and suture was used. Three to four weeks post-op, the suture did not absorb. There were no patient consequences reported. No additional information was provided.